Event description:
The hosp reported that at the completion of a multiple coronary artery bypass grafts procedure, 2 heartstring seal didn't unravel completely during the removal process. For 1 of the graft seal was removed without damaging the anastomosis. For the second graft, the surgeon used a partial occlusion clamp because the seal tore the conduit during removal, thus, causing bleeding. No other pt complications were reported. This report is for the seal that did not unravel completely and was removed without damaging the anastomosis,

Manufacturer narrative:
Investigation results: visual inspection showed that the device was returned completely unraveled. The complaint is not confirmed.